Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was alleged that the battery compartment was damaged and the cap threads were stripped. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 12/14/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/22/2016 with the following findings: during investigation, the battery compartment was cracked from the threads to the left of the grip pad, from above the grip pad to the threads, and from below the grip pad to the case seal. Moisture was found in the battery compartment. A leak test was performed and failed due to a battery compartment leak. The battery compartment cap had damaged threads, and continued to spin when attaching to the test pump. The pump was opened to find no further moisture damage.